Manufacturer narrative:
Updated field: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - inspection of the skull clamp shows that it has a loose swivel lock and accumulated debris. To adjust the swivel lock, addition of new components are required to replace worn internal parts, such as the disc ratchet for adjusting the lock, as well as the o-ring and retaining ring. As a result, the internal components of the skull clamp were replaced to adjust the device according to the manufacturer's specifications, and the swivel locking assembly of the skull clamp was cleaned. After completion of the assembly, including adjustment, the skull clamp underwent a successful functional test and meets manufacturer specifications. Root cause - the complaint is confirmed via inspection of the unit. The probable root cause is routine use and wear of the unit. No further corrective action beyond the necessary repairs is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that the mayfield composite series skull clamp (a3059) came loose during surgery. The surgery was completed with the affected device. There was no patient injury, and it is unknown if there was increased surgical time.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.